Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this phenomenon was attributed to inappropriate reprocessing by the user, or clogging inside the air/water nozzle with foreign objects such as fragments from devices used in combination with the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). As a result of the email investigation, olympus (B)(4) found the following. The air/water nozzle was not deformed. The air/water nozzle could not supply sufficient water/air, so it was surmised that there were foreign materials in the air/water nozzle. The old (subject) air/water nozzle was replaced to new one and abandoned directly, so the foreign materials were unknown, but it was surmised that the foreign materials might be gauze fiber. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, it was found that the air/water nozzle of the subject device was clogged. The user completed the intended procedure using the subject device without more than fifteen minutes extension. The subject device was used in combination with the video processor cv-290. Olympus (B)(4) considered that there was possibility that insufficiently and/or incorrectly reprocessed subject device had been used to patient. There was no report of patient injury associated with this event.